Manufacturer narrative:
Testing and investigation found the device door roller and door roller pin were missing and the door did not close completely. Further testing, found the device had unrestricted flow after the door was pushed closed when the door was opened. This was due to the missing door roller. The missing door roller prevented proper actuation of the regulator closer on the device mechanism causing unrestricted flow when the door was opened. The device has been identified as part of a product recall. This report represents all the info know by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical department with an unsigned note that stated "front door falling open." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. Though requested, no add'l info was provided.